Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's bottom graphical user interface (gui) display was erratic. The service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) and the backlight inverter pcbs. The se performed testing and calibrations and the device operated within the manufacturing specifications.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) xena I was returned for failure investigation. A visual inspection of the returned unit was conducted and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The complaint was verified. The fault was isolated to a component ((B)(4)) on the xena I pcb. The current gui pcb was released in (B)(4) 2011. The identified component was on a prior generation of the gui pcb. A corrective and preventive action was initiated to investigate the prior generation of the gui pcb. The current gui pcb (xena ii) was released in (B)(4) 2011. There have been no confirmed failures of the current gui (xena ii) pcb. If information is provided in the future, a supplemental report will be issued.